Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'turn off' could not be reproduced during evaluation. The reported condition was not verified. Evaluation observed and found that the pump functioned normally. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.